Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/10/2018, that on (B)(6) 2018, a loss of connection occurred on the receiver and mobile device. Data was provided for evaluation. The reported issue was confirmed on the app. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.